Event description:
It was reported that about 2 weeks ago patient (pt) noticed that when started wearing their external hearing aid consistently, said each time wears the hearing had said has experienced a seizure. When asked, patient said that did have the same experience about 2 years ago when was wearing the hearing aids inconsistently. When asked, patient said that wears only on their left ear. Patient said that has seizures for other reasons, as has epilepsy. Patient asked if there is any indication that wearing a hearing aid can cause the dbs to be thrown off or any sort of issue in the past. When asked, patient said that their ins is on their right side and the extension goes down the right side of their neck. Reviewed therapy information and explained no testing, no labelling and also consulted with stim technical services. Patient also said that when puts the hearing aid on the recharger at night, hears a clicking sound. Patient was redirected to contact manufacturer of hearing aid to inquire about the clicking sound and to request manual of their hearing aid. Redirected patient to the contact their managing healthcare provider to notify them of their seizures and to further a ddress the issue. Patient said that they do have a standard programming appointment in about two weeks.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.